Event description:
It was reported that the cord is hot on the side of the unit. No further information has been provided by the customer.

Manufacturer narrative:
The field service technician removed debris from the fans, fan cover and rover base and the returned the unit to service.